Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the high 200s (mg/dl) for 2 days. Customer has administered boluses, changed infusion sets, and programed an increased temporary basal insulin rate to treat bg levels. Reportedly, customer is also experiencing an unspecified illness. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.